Event description:
Subsequent to the initial medwatch report, additional information received indicated that the physician was reported to be in-training in the use of the proglide device and the preclose technique. Also, when the cut down was performed to remove the fifth proglide device it was found that both the anterior and posterior portion of the foot were observed to be extravascular (in fascia) and the device was difficult to remove. No additional information was provided.

Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, suture placement was attempted in the left common femoral artery with a proglide device using the preclose technique. The first proglide exhibited pulsatile flow and deployed normally without resistance. The second proglide device showed pulsatile blood flow, but upon retraction came right out as if the foot plate was deployed outside the artery. The device was exchanged over a wire and a third proglide was inserted and deployed normally. The arteriotomy was 6f. The sheath was upsized to 9f and 18f for the pevar procedure. The pevar was performed and completed. The two successfully preplaced sutures did not achieve complete hemostasis. A fourth proglide device was used and behaved as the second device, where upon retraction, the footplate appeared to deploy outside of the artery and the device did not offer resistance when it should have. The device was exchanged for a fifth proglide which performed normally but still hemostasis was not achieved. A cut down was performed to remove the fifth proglide device and found that both the anterior and posterior portion of the foot were observed to be extravascular (in fascia). Hemostasis was achieved with surgical intervention. There was a reported clinically significant delay due to the cut down after the fifth device. The physician is reportedly in-training in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other four proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.